Manufacturer narrative:
The insulin pump was received with no unexpected excessive no delivery alarm. The insulin pump passed prime/a33, excessive no delivery alarm and displacement tests. The insulin pump has minor scratched lcd window and cracked case near the display window corners.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. Blood glucose value was 155 mg/dl. The customer stated that she received the no delivery alarm, did troubleshooting, changed the infusion set and alarm is recurring. The customer stated that the tubing was not bent or kinked. The customer has tried different cannula lengths, insulin is not expired or denatured, she does rotate sites and avoids scar tissue and uses the serter to insert the infusion set. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.